Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, system was outside of clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexviewing pc was not booting up. Review of log file showed that system started at 03:09, but flexvision-pc did not respond. Fse found that problem was with flexvision pc. Fse has replaced the flexvision pc and software has been loaded on flexspot. After that system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that the flexviewing pc was not booting up. The issue was found during clinical use. No harm has been reported to philips.